Event description:
Report received from USA stating that the locking mechanism of the device was damaged. It is unk if the device was used in surgery or not. It is unk if injury occurred. There is no add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available,a supplemental report will be sent.